Event description:
It was reported that failure alarm/force sensor test occurred. There was no patient involvement and no patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was missing plunger case seal. No other signs of damage. Error history log review showed force sensor test. Checked and tested the force sensor. Force sensor out of spec. Value stuck on -0.91 lbs. It was not possible to recalibrate. There was corrosion on force sensor and plunger cable as a result of fluid ingression. This root cause of the reported issue was fluid ingression into the plunger head as a result of customer's improper use of the pump. Reference the following caution statement contained in the operator's manual under ?important safety information" ? ?cautions". ?this pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it."